Manufacturer narrative:
This is a follow up report to add missing information in the initial report that was submitted in error.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Implant loss. "Placement was (B)(6) 2022. Pt has had 8 implants placed, only one that has failed."